Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13jul-2018 with the following findings: a review of the pump¿s black box showed consecutive cs054/cs052/012 slave communication alarms on (B)(6) 2018. A test battery cap was used for testing. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was shown on the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.